Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced infusion set fell of and kinked cannula due to adhesive issue during the use event on 21-feb-2026. The infusion set was in use for less than one day. The patient replaced the infusion set and resumed insulin deliveries successfully.